Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in-line error. The event occurred during testing.

Manufacturer narrative:
One device was returned for evaluation of air in line error. There was no 12-month service history. Review of event log found high alarm displayed air in line detected. Visual and functional testing was performed. Complaint of air in line error cannot be confirmed through, air detector test and occlusion test. Upon further investigation, found downstream occlusion (dso) seal delaminated. Replaced dso seal. Performed sensor calibration. Device passed testing criteria post repair.